Manufacturer narrative:
Manufactured january 5, 2016 ¿ january 6, 2016. The sample was received for evaluation containing approximately 65ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and there were no signs of blockage or physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and was found to be within the product specification range of 212.50 ¿ 287.50 ml/hr. The reported issue was not verified. The sample was conforming to all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate did not fully infuse. The intermate was filled with 700 mg of alphalastin. The expected infusion time was 1 hour. When the nurse disconnected the intermate, about 1/3 of solution remained. There was no patient injury or medical intervention associated with this event. No additional information is available.